Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient noticed leaking from a cartridge while attempting to change supplies. The agent provided information on possible causes for the leaking and advised the patient to ensure the cartridge was not overfilled with insulin. The patient was able to change supplies without assistance and was instructed to call back if blood glucose did not trend down after the change. Blood glucose was affected, reaching a high of 187 mg/dl for approximately one hour. No backup therapy, ketone testing, steroid injections, or professional medical intervention were required, and no immediate health effects were experienced. The patient later called back to request a replacement box, and the agent confirmed the shipping address and arranged for the box to be sent. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.